Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6 and h.10. The system was examined and the reported event was confirmed and replicated. The company representative tightened four bolts inside the libero to resolve the reported issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose bolts inside the libero. However, how or when the bolts became loose is unable to be determined conclusively. The root cause of the reported event can be attributed to loose bolts. However, how or when the bolts became loose is unable to be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the microscope head was slightly loose. The procedure details and patient impact were not provided.